Manufacturer narrative:
Based upon the investigation findings, the reported event was confirmed based on the clinical assessment image review. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported type iiib endoleak could not definitely be determined although the severe calcification, observed in the clinical review at the bifurcation and iliac arteries, is considered as a likely factor. Per the device instruction for use (IFU) irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Use of the device in treatment of a ruptured aneurysm, has not been investigated. That factor and the patient anatomy and morphology, and history of antiplatelet and anticoagulation therapy likely contributed to the reported experience. There was no device issue identified in the investigation.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 9 months post implant an endoleak was identified. Reportedly after initial angiogram it was realized that there was a endoleak in the anterior portion of the main body of the graft. The physician chose to reline the device with an additional bifurcated device and a aortic extension, which successfully sealed the aneurysm. The patient tolerated the procedure well.